Manufacturer narrative:
This defect is reportable, the leaking cuff could cause the need for the patient to be re-intubated or the leak could interfere with the tidal volume that is supplied to the patient. Based on the reported information the criteria for reporting an adverse event has been met.

Event description:
The staff could not inflate the cuff (pilot balloon) normally at the cuff check. Jmc confirmed that air leak from the joint of the check valve and the pilot balloon.